Event description:
It was reported that the patient underwent an spectra malleable penile prosthesis surgery due to the prosthesis was not seated distally properly causing a possible perforation. All the components were removed and replaced with a new prosthesis. There were no further complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.